Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Product requested, not yet received

Event description:
During a rotator cuff procedure suture passer fractured, part of which fell into the patient. All pieces were removed and the procedure was completed with a competitor device.